Manufacturer narrative:
Convatec is submitting this report as a result of activities related to (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
The end user reports a small skin tear under the tape border at the 6 o'clock position. She reported this happened when the nurse were removing her appliance and pulled too hard and tore her skin. She is currently cutting a notch out of the tape border as not to touch the skin. She could not provide the lot number.